Event description:
Customer reported being hospitalized for dka. Troubleshooting performed and insulin failed to exit during fixed prime or bolus. Customer did state that, insulin exited during manual prime while priming set.